Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced hyperglycemia with a blood glucose of 300 mg/dl due to a bent cannula on (B)(6) 2026. The patient noticed symptoms after three hours of insertion at the thigh site and was treated with a correction bolus via the pump. No further information available.